Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the buttons were slow to respond, had to push buttons more than once to work. They also reported that the insulin pump had multiple no delivery alarms a couple of times, the insulin pump had single beeps for no reason and every 4-5 weeks scuff marks on the display screen were visible. The customer declined troubleshooting. The insulin pump will be returned for analysis.